Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade ii. Healthcare professional additionally reported left side rupture and "several prominent radial folds are identified". Device remains implanted. Affected side is left.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, red particles, opening, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Device has been explanted.